Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed using test strips and the machine alarmed. Estimated blood loss was less than 5 ml's. Patient is fine and required no medical intervention. Sample was discarded.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.